Event description:
I have been noticing that the quality issues for my dexcom g7 sensors are becoming more frequent. The last two instances both involved the sensor not calibrating properly and reporting inaccurate blood sugar readings. The issues always happen within the 1st hour so it is not a case where the sensor is working for some time and stop. The bad readings typically occur immediately or within the first hour. In all instances I typically go through trying to recalibrate the sensor via blood-sticks but the calibrations never correct the issue and I get caught in a loop of "re-calibrating after 15 min" messages. I have been reporting these instances to dexcom and they almost always replace the faulty sensor. I have spent too many hours recently up at night and spending time submitting replacement requests. I love their product but feel it has reached the level of reporting these instances to you to see if there is a higher level of investigation needed. I am also taking mounjaro and was not sure if there is any interactions occurring but when I did some internet research that did not seem to be the case. Pt code: 2364. Device codes: 1506, 2890, 1535. Ref report: mw5177958.